Event description:
As reported, the patient underwent implant of a bard/davol ventralight st mesh in 2019. As reported, on (B)(6) 2022, a CT scan revealed the possibility of recurrent hernia at the same location and it was reported that the mesh appeared to be "flipped".

Manufacturer narrative:
As reported, about 3 years post-implant of the ventralight st mesh, the patient experienced a possible recurrent hernia. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Based on the available information, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant is provided as a best estimate based on the information provided.